Manufacturer narrative:
Concomitant devices: product ID 37701, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). The hcp reported that the ins was removed but the leads/electrodes remained implanted. The hcp didn¿t have any further information at the time. The hcp reported that the patient thought the ins was explanted in 2012. Additional information was received from the patient stating that they decided to have device and lead removed due to device continuously moving and lodging itselft against the spine. No further complications reported.